Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Unused samples have been requestd for evaluation. If samples are received and an evaluation performed, a follow-up report will be filed.

Event description:
Customer reported an incident where the tubing leaked at the bottom of the burette chamber during patients chemo treatment. Patient did not receive full dose of chemo due to leak. No patient injury has been reported. No additional information is available on this report.